Manufacturer narrative:
Concomitant medical products: egia60avm egia 60 artic vasc med sulu (lot#: p2h0675); smsbtrndx, sm pro smsbtrndx access dissector system (lot#: p1a1259); sigphandle, sig power sigphandle handle (serial#: unknown); unknown signia egia adapter (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after laparoscopic gastric bypass, there was bleeding from the staple line where a tan reload was used on the initial surgery. The patient also had a hematoma at the trocar site. The patient was brought back to the operating room, where the surgeon removed the hematoma. Surgical time was extended, blood loss was more than 500 cc, which resulted in a transfusion of one bag of blood, and hospitalization was extended. The three reloads were used on the same procedure but not on the same surgical site. The patient may have some underlying bleeding disorder and had a blood transfusion previously after a c-section.

Event description:
According to the reporter, two days after laparoscopic gastric bypass, there was bleeding from the staple line where a tan reload was used on the initial surgery. The patient also had a staple line hematoma. The patient was brought back to the operating room, where the surgeon removed the hematoma. Blood loss was more than 500 cc, which resulted in a transfusion of one bag of blood, and hospitalization was extended. The three reloads were used on the same procedure but not on the same surgical site. The patient may have some underlying bleeding disorder and had a blood transfusion previously after a c-section.

Manufacturer narrative:
Removed imf 1908 d10 concomitant product/s: egia60avm egia60avm egia 60 artic vasc med sulu lot #:p1a1251 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.